Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, an elevate-a was implanted. Recently the patient developed increased pelvic pain treated with dilaudid (narcotic). The patient also has reported "obturator inflammation" and pelvic abscess treated with CT guided placement of pelvic drains. An infection in her right ankle has been reported and was treated with multiple surgeries with drains. Currently, the patient is being treated by infectious disease and orthopedic physicians evaluating her for osteomyelitis in the pelvic bone.